Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 15-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 (B)(4) (con, rep): with an implantable infusion pump receiving baclofen with a concentration of 500 mcg/ml and unknown dose for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that patient reported a month ago he started to have increased spasticity which prompted the hcp to perform a dye study on (B)(6) 2021. Patient stated the dye could not be seen under x-ray and they didn't know why. They also did a CT scan and could see the tip of the catheter but could not see the dye. It was mentioned that patient stated he was on po baclofen and the plan is to do surgery to resolve. Patient was calling to ask about a nuclear dye test and patient services reviewed it was up to the hcp to order another diagnostics or troubleshooting steps. Patient services asked if patient has had a refill since implant of the newest pump and patient stated no. Patient services wanted to ask if any volume discrepancies but since no refill has occurred they have not checked the reservoir volume. Since the patient has had a catheter migration issue that occurred "six years ago" where he had similar symptoms and they did surgery to resolve, they are planning to surgically revise again. Reviewed to continue having conversation with hcp to determine next desired steps.